Manufacturer narrative:
The system was checked by a siemens service engineer and found to be within specification and no hardware or software problem was found. The locations of the burn on the patient's hand and hip are typical indications of an rf current loop as described in the magnetom family operator manual - mr system syngo mr d13e (pages 16 - 17). Additionally, instructions are given in the operator manual regarding correct patient positioning in order to avoid such incidents. This event occurred in brazil: (B)(6).

Event description:
It was reported to siemens that a patient suffered an injury during examination on the magnetom aera system. The patient reported a blister < 30 mm in diameter on one hand and a thigh after examination. A dressing was applied by a nurse and no further medical treatment was required.